Manufacturer narrative:
Correction: e1, first name, last name, postal code, email e4. Summary of event: it was reported that the basket of a 'ngage nitinol stone extractor' could not be opened during an unspecified procedure. Additional information was received 31mar2025. It was reported that the basked of the ngage nitinol stone extractor was tested prior to use and was not used in the ureteroscopy (urs) procedure. The procedure was completed by using another like device. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states, ¿suggested handling instructions for extractors and forceps: important: excessive force could damage device¿. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, complaint file, and IFU, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause could not be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the basket of a 'ngage nitinol stone extractor' could not be opened during an unspecified procedure. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
E1: phone: (B)(6). E2: health professional: yes. E3: customer occupation: head of the surgical department. G4: PMA/510(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 31mar2025. It was reported that the basked of the ngage nitinol stone extractor was tested prior to use and was not used in the ureteroscopy (urs) procedure. The procedure was completed by using another like device. The patient did not experience any adverse effects due to this occurrence.